Event description:
It was reported by the affiliate that the (1) pph01 was used during a "pph" procedure. It was reported that after having fired the stapler, the surgeon wanted to remove the instrument, however, parts of it got stuck in the anal canal tissue. The surgeon had to cut out parts of the mucosa and had to suture afterward to stop bleeding.